Event description:
It was reported that this artificial urinary sphincter was not functioning as expected. A revision procedure was performed, during which a pin-size hole was found in the cuff, with resultant fluid loss. The device was explanted and replaced. No patient complications were reported.